Event description:
It was reported that during a greenlight turp procedure the tip of the fiber broke off inside of the patient and was it retrieved. How the procedure was completed was not reported. No injury reported.

Event description:
It was reported that during a greenlight turp procedure the tip of the fiber broke off inside of the patient and was it retrieved. The procedure was completed with another of the same device. The procedure was completed with no injury to the patient.